Event description:
It was reported that the tip of an asahi sion blue guide wire was trapped by the lesion during stenting for a moderately calcified and moderately tortuous chronic total occlusion (cto) in the left anterior descending artery (lad) segments #8-#9. The guide wire could not be manipulated as intended and it was removed from the patient anatomy. The coil of the sion blue guide wire was found opened largely. The procedure was completed with a new sion blue guide wire. It was informed that no wire fragment was left in the patient anatomy and there was no adverse patient effect after the procedure.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. Although sion blue is currently us marketed, the subject model is sold only outside the us. The reported sion blue guide wire was returned for investigation. The outer coil was elongated for approximately 165mm from the distal mid solder (set at 20mm from the tip for the purpose of fixing the outer coil onto the inner coil). The ball tip was found attached on the very distal end of the elongated outer coil, suggesting that the outer coil was not fractured. The distal end of the inner coil was observed at approximately 13mm distal to the distal mid solder. The twist wire and the core wire were found twisted and fractured at the same point. Traces of solder were found attached on the distal segment of the inner coil, indicating that the inner coil was not fractured. Both of the twist wire and the core wire were fractured at approximately 7mm from the tip. The fracture end of the twist wire was found twisted. The fracture end of the core wire had a flat fracture surface, indicating that the core wire was fractured due to torsion. Although the core wire was fractured at approximately 7mm from the tip, the ball tip was observed on the distal end of the outer coil, suggesting that the outer coil was not fractured. Measurement of the core wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation might have been applied on the tip of the subject sion blue guide wire due to anatomical and lesion conditions while the wire tip was trapped by the lesion. Consequently, the core wire and the twist wire were fractured. As tensile stress was further applied during removal, the outer coil was elongated. Although it was concluded that the reported event was not attributed to the product quality, a possibility could not be ruled out that some wire fragments might be left in the patient anatomy if it were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.